Event description:
Stent leaked continuously until it was removed and replaced with a cook introducer which was the same size as the stent. No additional information has been provided by reporter. The patient's outcome was not provided by the reporter.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.